Event description:
Ultrasound testing was being performed on a patient in the ed. The ultrasound machine has its own power cord which was plugged into the wall socket. While performing the test, the technician heard a pop, and plumes of smoke and sparks came out of the outlet/plug (plugged into the wall). Biomed inspected and took pictures of the plug that was burned. The ground pin was bent. Biomed inspected the ultrasound machine which functioned properly following a electrical cord change.biomed opines that the plugs overheat because the blade to wire connection fractured due to abuse. When the connections fracture, excess heat is generated. This is a highly used device in many areas of the hospital, so it is connected to power outlets several times a day.====================== manufacturer response, according to reporter, for ultrasound machine, diagnostic - ======================they requested that the cord be returned to them for further testing.